Manufacturer narrative:
E.1: initial reporter facility name: the first affiliated (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m 2.7 ml, three (3) tubes were found to be clotted. No adverse impact was reported regarding the patient or user.